Manufacturer narrative:
Concomitant medical products: d224trk ICD, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and increasing pacing thresholds. The rv pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The rv high voltage coil remains in use. It was further reported that the right atrial (ra) lead had high and increasing pacing thresholds. The ra lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.